Event description:
During wisdom tooth removal the drill attachment overheated and burned the lower left lip. The burn was white, 1/2" to 3/4" in length, oval in shape, and the lip had not blistered. Burn was treated with dexamethazone (which cannot be obtained without a doctor's prescription). Investigation of the attachment indicates that it was operating within specifications. Improper use can result in burn injuries to patients. Tps microdrill instructions for use, which are packaged with every product sold, state the recommended duty cycle.